Event description:
(B)(4) study. It was reported that post a stenting treatment procedure, restenosis occurred. The target lesion was located in the right coronary artery and treated by placing a taxus express 2 stent with an unknown size. The patient was hospitalized between (B)(6) 2010. To treat a 75% stenosed target lesion measuring 20mm in length and 3mm in diameter located in the right coronary artery, the patient received target vessel revascularization, ballooning of the lesion and placement of a 3.0x23mm non-bsc stent. The treatment resulted in 0% residual stenosis and timi flow 3. No further patient complications were reported and the patient's status is recovered. Additional information has been requested and is not available.

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the patient presented due to stable angina. A 75% stenosed and 32mm long de-novo target lesion was located in the distal right coronary artery with a reference vessel diameter of 3.0mm. The target lesion was treated with direct stent placement using a 3.0x20mm taxus express 2 stent, resulting in 0% residual stenosis following post-dilation. The patient was discharged from the index procedure on bayaspirin, plavix and warfarin.